Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens into the patient`s right eye (od). Post-op, the lens had rotated and vision has decreased. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk, a4: unk, a5: unk, a6: unk, b3: unk, d4: expiration date : unk, d6a: unk, d6b: unk, h4: unk, claim #: (B)(4).